Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the monitor was getting off automatically due to faulty g1 board (power supply), lines were coming in the image intermittently from the digital visual interface (dvi) in and out port due to faulty quantum board (qb), moist condensation and patches were noted in the image due to faulty lcd panel and bezel plate, the power switch bracket was found broken, cracks were noted on rear cover and bezel plate, scratches and hit were found marks on power switch, and scratches were noted on the potential equalizer and earth terminal. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure (laparoscopy), the high-definition lcd monitor kept on powering off every 5 to 10 minutes. It was also reported, at the time that the device is on, it exhibited intermittent images. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty g1 board (power supply) and quantum board (qb) could not be identified. Olympus will continue to monitor field performance for this device.